Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information the additional proglide device referenced is filed under separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the left femoral artery using the pre-close technique via a 8f sheath hole prior to an endovascular repair (evar) interventional procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to a 17f sheath and upsized again at 18f sheath; the procedure was completed. Reportedly post procedure, the knots of the first and second proglide preplaced sutures were advanced but did not achieve hemostasis. A third proglide was attempted, but a cuff miss occurred. A fourth proglide was attempted but a cuff miss occurred. A fifth proglide was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was observed as a link break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the initially filed MDR report, the account confirmed the arteriotomy closure was for the right common femoral artery and not the left common femoral artery as initially reported. Additionally it was confirmed that the knots of the first and second proglides were successfully advanced but did not achieve hemostasis. No additional information was provided.